Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the staar surgical lens injector system. Delivery was attempted with a second crystalens, however, this lens tore. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A third crystalens was implanted successfully. Reference MDR #2031924-2008-00051.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector.